Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed pump error indicating the motor arm cannot communicate with the main arm and the critical block and inverse critical block did not add to zero. The alarms occurred about 6 months ago and had deleted the insulin pump's settings. The customer had a low blood glucose level was 40 mg/dl. They treated with glucose tablets. Their blood glucose went up to 144 mg/dl. The customer stated the insulin pump over delivered causing the low. The customer reported the pump got stuck and was making an unusual noise. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.